Event description:
As reported: "patient was revised due to failure of hip component. Head dissociation and stem damage due to trunnion wear. Stem was explanted and revised to a revision hip stem (non-stryker). Stryker acetabular cup was retained and a new polyethylene liner was implanted." Right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
As reported: "patient was revised due to failure of hip component. Head dissociation and stem damage due to trunnion wear. Stem was explanted and revised to a revision hip stem (non-stryker). Stryker acetabular cup was retained and a new polyethylene liner was implanted." Right hip.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was confirmed via clinician review of medical records. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the head was recently explanted. The device is covered in blood. Due to the bodily fluid on the device and the quality of the photo, no further observations can be made. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the failure of a femoral stem approximately 12 years post-operative due to head/trunnion disassociation, damage, and wear. I can confirm that this event took place since I was able to review the x-ray that confirms the disassociation and deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of disassociation and trunnion wear are multifactorial including surgical technique, implant factors and patient factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by a clinician review of the provided x-ray image. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.